Event description:
The customer was released from the hospital on (B)(6)19 and was released to a nursing facility. The customer remained on manual injections until released on (B)(6)19 to go home, at which time, the customer resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), and an elevated blood glucose (bg) level of 467 mg/dl, with an unknown cause. The customer went to the emergency room (ER) where intravenous fluids, and manual injections were administered to try to resolve the issue. Subsequently, the customer was admitted to the hospital where manual injections were administered to address the elevated bg. Additionally, the customer was informed they had sustained brain trauma. Reportedly, the customer was released from the hospital on (B)(6) 2019 with the issue resolved.